Event description:
A customer reported that the system was changing mode and poor aspiration was experienced during a procedure. The case was completed using the same system, however, the handpiece was exchanged. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).